Event description:
It is reported that the implanted toe joint fusion device was seen by radiograph to be broken in-situ at some time post operatively. The device was partially explanted in a revision surgery about five weeks after initial implantation. A segment of the device could not be extracted from the proximal phalanx. Device segments as were extracted have been reported as clinically discarded. Additional clinical information has been requested of the facility but has not been received and is no longer anticipated. The failed fusion device is used, and has been identified, as two paired components: (B)(4), lot k10660; (B)(4), lot k08965. (B)(4).

Manufacturer narrative:
Device reported discarded by clinical facility. Radiographs obtained at the time of device implantation have been requested but not received. Integrity of the device as implanted cannot be determined. Radiographic and photographic images obtained at explantation surgery confirms device is broken in-situ, and subsequently that a segment of the device could not be extracted as has been reported. The radiographs demonstrate no significant bone fusion had occurred at the surgical site through week five after implantation. Establishment of bone fusion is critical to implant integrity before weight bearing is permitted. This is a known possible cause of device failure. No further information is anticipated in this event.